Manufacturer narrative:
The device was discarded by the facility and is not available for evaluation. The device history records were reviewed and there were no non-conformances thought to be related to the reported event. MFR reference #: (B)(4). Hyphema, iop elevation, and decreased visual acuity are known inherent risks of cataract and glaucoma stent surgery. Submitted to FDA on: 04/27/2016.

Event description:
During attempted istent implantation, visualization of the iridocorneal angle became compromised and no stent was able to be implanted. Postoperatively, the patient presented with persistent hyphema with elevation of iop and decreased vision in the operative (left) eye. The event required secondary surgical intervention to irrigate/aspirate the anterior chamber. Currently the patient's iop is controlled, but visual acuity remains poor and prognosis is guarded. Additional information has been requested.